Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was noted that the right atrial lead had noise leading to automatic mode switch episodes. It was suspected that the lead had an insulation breech. The lead was capped and replaced on (B)(6) 2019. The patient's condition was good before, during, and after the procedure.